Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR 1627487-2013-23070. The pt has two model 3163 leads (from the same lot) and two model 3166 leads (from the same lot) implanted as part of his scs system. It was reported the pt experienced ineffective stimulation. Diagnostics testing revealed invalid impedence readings on one lead. Reprogramming was only able to provide partial stimulation. The pt is to consult with his physician and fluoroscopy images will be taken as the next course of action.